Event description:
The customer reported failing quality control (qc) results involving access 2 immunoassay system. The customer resolved the issue by manually hand mixing reagent packs prior to performing qc. The customer-supplied data indicated one patient's thyroid-stimulating hormone (tsh) results and another patient's troponin I results did not reproduce within the precision claims of the assay. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of two.

Manufacturer narrative:
The field service engineer (fse) discovered residue buildup at wash supply tubing nut on the transducer. The fse noted small amount of dried wash solution at the bottom of the wash supply tubing nut and removed the nut and rust buildup. The fse replaced the wash supply service loop tubing and the tubing nut. The fse cleaned the transducer nut connection and adjusted the transducer voltage and the mixer speed. The fse performed level sense test and system check with no issues noted. Controls and patient samples recovered normally. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 2122870-2013-00006.